Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient sought emergency medical attention due to the symptoms including nausea, dizziness, and fatigue. At the time, the pod was not worn as the patient experienced an activation error and was out of supply. As the patient prompted to discard and start a new pod, this led to a blood glucose spike to 518 mg/dl which resulted a diagnosis of hyperglycemia. The patient was treated with an unspecified glucose-lowering medication and discharged after 6 hours with a glucose level of 223 mg/dl. The emergency room provided the patient additional pods.